Event description:
It was reported that it is possible to transpose ECG lead wires on the mac 1200 system. No patient injury was reported.

Manufacturer narrative:
The device was not returned to ge healthcare for evaluation. The event occurred since the user plugged lead wires into incorrect sockets of the patient acquisition module. Steps are being taken to prevent misuse of the leadwires, by including a warning statement in the instructions for use for future leadwires. This warning statement is already present in all of the mac user manuals. Following warning statement is displayed in manuals: "caution. Trace each individual leadwire from its colored ID'ed connector back to the acquisition module label to insure that it is matched to the correct label location. Improper connection will cause inaccuracies in the ECG."